Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm and a cartridge alarm 19 had occurred during basal delivery. The customer blood glucose (bg) level was impacted (357 mg/dl) the customer change the infusion set and cartridge and a bolus was taken to stabilize bg level. The customer was able successfully resume insulin delivery.